Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty with the lever was not confirmed as the lever was opened, and the foot was deployed with no resistance noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to open lever include, but not limited to interaction with tissue or suture caught in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the foot of the device was deployed, but would not stay in the deployed position (the lever would not stay open) even after opening and closing and repositioning. Therefore, the foot was closed and the device was removed. Another prostyle device was used successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.